Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a moderate central leak was observed. It was reported that the leak was due to calcification of the patient anatomy and possibly incomplete coaptation. A second transcatheter bioprosthetic valve was implanted valve-in-valve and resolved the leak. No adverse patient effects were reported.